Manufacturer narrative:
A revision procedure was performed and the lead was successfully repositioned. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting varying threshold and impedance measurements one week post implant. An x-ray revealed the lead had dislodged. No adverse patient effects were reported.